Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the battery voltage was low (battery was empty). Due to this very low voltage the device started and showed settings: rate: zero beats per minute (bpm) / atrial out: zero milliamp and ventricular out: zero milliamp. These are not the default settings after self test / start up. Both green light emitting diodes (led's) light up and stayed on. It was not possible to change these settings. Analysis also found blood residue in battery chamber, battery contacts were contaminated with transparent residue, device and battery drawer were sticky, release latch for battery drawer was very sticky, and user knobs for setting rate and output were worn and sticky. It was noted the ring, ring cover, bails and attachments were missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported it was not possible to change the settings of the device. The external pulse generator was returned for service. There was no patient involvement.